Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: 1103 hvad, pump; implanted: (B)(6) 2019; 1125, outflow graft, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks during the implant of a heartware ventricular assist device (hvad) due to noise on the right ventricular (rv) lead. It was determined that detections were not programmed off during the implant procedure. The lead remains in use. No further patient complications have been reported as a result of this event.